Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible in the guide wire lumen. There was blood and contrast visible on the outer member. The stent implant was returned in the protective sheath with the stylet. There was no damage noted to the stent implant. There were crimp marks on the balloon between the markers. The balloon was tightly folded. There was no damage noted to the sds. A laser micrometer was used to measure the stent implant outer diameters. The proximal, middle, and distal measurements did not meet manufacturing criteria. Pin gauges were used to measure the inner diameter of the flared end of the returned sheath and it was found to be within specification. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that the stent came off with the protective sheath. Analysis confirmed that the stent implant had dislodged from the balloon and was returned in the protective sheath with the stylet. Historical data shows that potential causes of stent dislodgement, may include, but are not limited to positive pressure during prep, negative pressure during sheath removal, forced sheath removal, or improper or inadequate crimping at the time of manufacture. Analysis of the sds revealed blood in the guide wire lumen; also, there was blood and contrast visible on the outer member. These suggest that the sds had at least been loaded onto the guide wire and introduced into the anatomy. This is contrary to the report that there was no patient involvement. Additionally, it was noted that there were crimp marks on the balloon and between the markers. This indicates that the stent was originally positioned correctly and securely at the time of manufacture. The balloon was tightly folded, which indicates that it was not inflated. Dimensional analysis of the stent implant indicated that the stent outer diameters did not meet manufacturing criteria. Since the crimped stent was reported dislodged, this over-sizing most likely occurred at the time of dislodgement, as it is expected that the stent may expand during travel over the sds. The protective sheath inside diameter was measured and found to be within specification. This indicates that the stent implant and balloon were adequately protected. Based on the analysis of the returned device, and review of the manufacturing records, the incident does not appear to be related to a quality problem; however, a conclusive root cause could not be determined. Product performance engineering will monitor the incident circumstances. All sds are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameter. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that the stent came off with the protective sheath. There was no patient involvement. No additional event or patient information is available.